Event description:
As reported by our edwards affiliates in france, during a transcatheter aortic valve replacement using a 23mm sapien 3 valve via a transfemoral approach, the commander delivery system was introduced into the esheath but encountered resistance at the iliac artery. Advancement was impossible, likely due to the small diameters of the arteries, with a maximum diameter of 5.4 mm and even smaller minimum diameters. Consequently, the procedure through the femoral route was canceled. The delivery system could not be removed from the esheath, so both were removed as a single unit. The procedure was then switched to a left subclavian approach and was successfully completed. It was later observed that the iliac artery was dissected, so an 8mm balloon was used to achieve hemostasis, resolving the bleeding. The patient was noted to be stable after the procedure. According to medical opinion, the perceived root cause of the event was the small diameters of the arteries and the tortuosity at the level of the iliac artery.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event was unable to be confirmed due to the unavailability of the returned device or imagery provided for evaluation. In this case, available information suggests patient factors (tortuosity and undersized vessels) likely contributed to the event, as per the event description patient had smaller minimum diameters of 5.4 mm and tortuous anatomy at access vessels. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and the sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The available information suggests that (patient factors - annular calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.